Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The occupation is lay user/patient.

Event description:
The initial reporter stated he has had multiple issues with coaguchek xs meter serial number (B)(4). The issues include a missing result in the meter's patient result memory, errors, incorrect units of measure, and the a.m./p.m. Time designation on the meter is "opposite of what it should be". In addition to these issues, the reporter stated he received a discrepant result when testing with the meter and an unknown test strip lot number. This medwatch will apply to the test strips. Please refer to the medwatch with patient identifier (B)(6) for information related to the meter. At around 7:11 a.m. On (B)(6) 2020, a sample from the patient was tested using the meter, resulting with a value of 5.0 inr. The patient was told to go to the laboratory to be tested. At 8:05 a.m. That same day, a sample from the patient was tested in the laboratory using neoplastine reagent (geometric mean = 1.31) on a stago compact max analyzer, resulting with a value of 3.7 inr. The reporter states that he sometimes massages his finger at the tip prior to obtaining a sample, but he could not remember if this was done during the measurement performed on (B)(6) 2020. The patient's therapeutic range is 2.0 - 2.9 inr. The patient's testing frequency is one to two times per week.